Manufacturer narrative:
A ge representative evaluated the system and replaced the c-arm cable. The system operates as intended.

Event description:
The customer reported the system intermittently would stop producing x-rays if the c-arm was moved. No patient injury was reported.